Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that at the time of implant, leads were connected to the generator and impedance check was done. Electrode #10 was reading out of regulation (oor). Possible factors that may have led or contributed to the issue were believed to be the tissue or fluid on the lead, or in the generator. The physician took both leads out of the generator 3 times and wiped them down with a dry cloth and retested. Electrodes were looked at for a possible misshaped one and nothing was seen. The rep programmed around electrode #10 and the issue was resolved. The hcp had no further information. No symptoms were reported and no further complications were reported/anticipated.